Event description:
It was reported to the alm project specialist that paint has been chipping from the cupola's of the facility's 12 year old surgical lights. No adverse events have been reported as a result of the chipping paint, however the customer is concerned the problem may compromise surgical sterility. Inadequate preventive maintenance and repeated striking of the light components against solid equipment or each other can eventually lead to this problem. Alm has a refurbishment program in place for customer's who may experience issues with paint chipping due to these factors. A full refurbishment proposal for the lightheads and spring arms has been provided to the facility.